Event description:
Pt reports that his implanted intrathecal catheter has caused spinal cord nerve root damage, resulting in increased pain. Follow-up was done with the pt by providing the pt with requested health care provider referrals.